Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the fans became loud and the parameters were changing during a cataract-vitrectomy procedure. The procedure was completed with no patient harm.

Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the fan noise issue. However, the power control module was replaced as a preventive measure. The company service representative was able to replicate the laser mode switching issue. The footswitch was replaced to resolve the issue. The system was then tested and met all product specifications. The footswitch was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample footswitch was connected to a calibrated system. With a known good laser probe sample connected and laser mode changed to ready state, the reported event was attempted to be replicated. The reported event was replicated when the laser footswitch was pressed halfway to the exact point where the switch finally becomes pressed. The system was manufactured on june 27, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported fan noise cannot be determined conclusively. The root cause of the reported laser mode issue can be attributed to the technique of stepping on the laser footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).